Event description:
The hearing aid (h/a) user reported missing wax guards. The h/a specialist inspected the pt's ear and found 2 wax guards in the right ear. The pt was referred to the doctor to remove the wax guards. There was no apparent injury to the ear.